Event description:
It is reported that the pins were missing from the universal oscillating saw attachment. There was no patient harm reported; however there was a delay in surgery for approx 10 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.